Manufacturer narrative:
It was reported that the head of the centrella bed dropped down and was stuck in the trendelenburg position. There was no report of patient or caregiver injury. It is noted the customer was advised by hillrom technical assistance to remove the patient from the bed and remove the bed from service for repair. Multiple attempts to obtain additional details of the event (was the bed position intentional, did the reported drop occur quickly or over time, etc) have been unsuccessful. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for patient populations weighing at least (B)(6)lb and is capable of supporting patients up to 500 lb (227 kg). The bed is equipped with a graphical caregiver interface touchscreen that allows the caregiver to view information for the bed's functions, and manipulate other features of the bed. The bed is also equipped with a caregiver control panel that also allows the user to adjust the height and angles of the bed such as the boost position system or the trendelenburg feature. When activated, the boost position system¿s one-button control levels the legs and head and puts the bed into trendelenburg when assistance is needed to reposition the patient toward the head of the bed. The bed's trendelenburg feature, when activated, raises the foot end of the bed relative to the head-end to the desired trendelenburg angle. Inspection of the bed by a hillrom technician was not performed as it is noted that the repair, if any, of the bed was to be performed by the customer. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Although there was no report of injury, a malfunction such as a reportable self-run could not be ruled out. Therefore if the reported event were to recur and the head of the bed was to drop suddenly, there is a potential for serious injury if the patient were to become disconnected from life-sustaining equipment. Therefore hillrom is cautiously reporting this event. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the head of the centrella bed dropped down and was stuck in the trendelenburg position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).